Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing site: (B)(4) - manufacturing date: september 28, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: one tip of the cutter was found broken. The broken part is not available. Otherwise the instrument is in good condition. Device history record (DHR) review was performed for the affected lot and no abnormalities or deviations which could lead to the complaint failure were detected. No non-conformance reports were marked in the DHR during production. The manufacturing review shows that the correct material was used and the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The received cutting edge on the tip is visibly blunt, the blunt cutting edge indicate applied mechanical overload and improper use. Because of the damage and the missing part, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The correct material was used with 1.4112 and as well the hardness was within the specification. Unfortunately we are not able to determine the exact reason for this occurrence, but it is likely that the breakage was caused due to a mechanical overloading situation (from wear and tear) and/or that during the operation an application error may have taken place. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the wire cutter broke while trying to cut the cable of the cerclage. The surgery was prolonged about 5 mins. No information about patient condition received. This complaint involves 1 part. This report is 1 of 1 for (B)(4).